Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the products in question were used for a trochanteric fracture case. Before operation, all screw holes were checked, and no problem was found. After insertion of the nail, the surgeon inserted the guide wire, measured and tried to ream the outer cortex, but felt that something was interfering. When the aiming arm was checked it was determined that the connecting part had loosened. After tightening the aiming arm, the surgeon tried again with a 11.0mm reamer tip and inserted the blade in question. Before inserting a dynamic locking distal nail, the surgeon checked again with the mediolateral (ml) view and found out that the blade was out of screw hole. The products had been removed and re-inserted. The rest of the operation went smoothly without any problem. There was a report of a fifteen minute surgical delay. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.